Event description:
A report was received that a pt's ipg has protruded through the pt's skin. The pt's ipg was moved above the incision site and the pocket was made deeper. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.